Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I am essure free but still loopy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2014, the patient experienced feeling abnormal ("I am essure free but still loopy"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal and feeling abnormal outcome was unknown. The reporter considered feeling abnormal and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am essure free but still loopy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2014, the patient experienced feeling abnormal ("I am essure free but still loopy"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced chest pain ("I was getting dizzy chest pain"). Essure was removed. At the time of the report, the medical device removal, feeling abnormal and chest pain outcome was unknown. The reporter considered chest pain, feeling abnormal and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: last fu frd was 20 march not 25 march. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I am essure free but still loopy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2014, the patient experienced feeling abnormal ("I am essure free but still loopy"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal and feeling abnormal outcome was unknown. The reporter considered feeling abnormal and medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am essure free but still loopy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2014, the patient experienced feeling abnormal ("I am essure free but still loopy"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced chest pain ("I was getting dizzy chest pain"). Essure was removed. At the time of the report, the medical device removal, feeling abnormal and chest pain outcome was unknown. The reporter considered chest pain, feeling abnormal and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: social media was received, new event chest pain was added, new reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am essure free but still loopy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2014, the patient experienced feeling abnormal ("I am essure free but still loopy"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced chest pain ("I was getting dizzy chest pain") and anxiety ("I developed it after essure real bad"). Essure was removed on (B)(6)2014. At the time of the report, the medical device removal, feeling abnormal, chest pain and anxiety outcome was unknown. The reporter considered anxiety, chest pain, feeling abnormal and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: social media: reporter were added, event anxiety were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.